Manufacturer narrative:
(B)(4). Batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information received: the condition of patient: the patient started to drink water from the next day of the operation. As a clinical pathway, drainage will be removed. There is no change in the treatment plan. The surgeon's comment: I have been experienced the staple malformed at dst anastomosis and staple on staple, but it was first time to experience staple unformed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a cardiac gastrectomy, 2 staples were unformed on the anastomose site. The flap was made on the abdominal side of the stomach and the device was inserted. The indicator was within the green range and fired. The adjusting knob was rotated for 2 revolutions to remove the device. The donut was created properly. 5 stitches of additional suture were performed to complete the case. There were no adverse consequences to the patient.